Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the large volume pump module had a pivot latch screw backing out issue. Information on patient involvement is unknown. Although requested, additional information was not provided. Per customer, the devices will not be returned to the manufacturer.